Manufacturer narrative:
On 11-dec-2017, it was indicated that additional donations generated false reactive results with the cobas taqscreen mpx test, v2.0 (lot x57637) that led to tissue or organ donation rejection. A plasma sample (associated with a cord blood donation) was hiv reactive with the cobas taqscreen mpx test, v2.0 and negative on eia. A cadaveric sample was hbv reactive with the cobas taqscreen mpx test, v2.0 and negative on eia. The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
Investigation showed the overall questioned results observed by the customer are most likely related to unexpected reactive results in which the reaction dynamic was also suppressed; however, some results could be window period cases where serology would still be negative. Additionally, contamination cannot be ruled out. Investigative testing of complaint kit lot x57637 was performed at bloodworks northwest and at roche facilities, with the same combination of reagents and consumables at each site. At roche, 460 replicates of nhp were tested with kit lot x57637 from in-house roche supplies and generated no unexpected reactive results of any target. In comparison, the same combination of reagents and consumables tested at bloodworks northwest generated a rate of unexpected reactive results of 0.22% (4 of 1810). Thus, unexpected reactive results were not readily reproducible with this lot during internal roche testing. A CAPA is open for the issue of an increased rate of unexpected reactive target results in negative controls and in samples. This CAPA is not batch-specific and is related to the customer¿s current allegation. Root cause investigation is ongoing; corrective and preventive actions will be implemented, as appropriate. (B)(4).

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The UDI for the cobas taqscreen mpx test, v2.0 us-ivd is: (B)(4). The product common name was truncated and the complete name is "human immunodeficiency virus type 1(B)(6) group m rna, (B)(6) -1 group o rna, (B)(6) type 2 (B)(6) rna, (B)(6) rna and (B)(6) dna assay". (B)(4).

Event description:
Customer alleges 2 donor samples generated (B)(6) results with the cobas taqscreen mpx test, v2.0 (lot x57637). One of (B)(6) results led to an organ transplant being withheld and the other (B)(6) result led to an organ donation being rejected. The customer states for both samples eia (B)(6), all antibody (B)(6). Only (B)(6) nat testing was positive. The allegation involved one living donor sample and one cadaveric donor sample. The patient information provided was for the living donor.